Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation was confirmed and was due to ultrasound picture is in ¿flow¿ mode. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope in flow mode, has a radial line that is always visible. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.